Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that prior to explant, premature battery depletion was also observed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported loss of output and inability to interrogate were confirmed in the laboratory and were due to premature battery depletion. The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that the device was unable to be interrogated during clinic visit. When magnets were placed and no pacing was observed. Subsequently, the device was explanted and replaced. The patient condition was good.